Event description:
It was reported that the patient with this pacemaker system presented to the emergency room (ER). Upon examination, the patient experienced bradycardia with a pulse in the 30's range. Technical services reviewed device data and discussed that some of the ventricular pacing beats look different and could be fusion or right ventricular (rv) loss of capture. Additionally, thresholds were high measuring 2.7v@0.4ms. Review of the presenting electrogram (egm) shows there are premature atrial contractions (pac) and premature ventricular contractions. However, some of the pacs appear to be far-field oversensing that fall in refractory or blanking. The patient is being sent to the hospital due to other health issues where her electrophysiology (ep) physician is. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported.